Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges a pulmonary vein isolation ablation with carto was performed with successful isolation of the left and right sided veins using a standard sheath, needle, and one punch. After the procedure an echo was performed and it was noted the patient had a pericardial effusion develop. The patient deteriorated and developed cardiac tamponade. A pericardial aspiration was done with auto -transfusion. The patient's condition stabilized. No further patient consequence to report. It was noted that there were no complications with any merit products.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.